Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient who had a 650cc mentor cpx 4 breast tissue expander with suture tabs placed on an unknown date experienced seroma post procedure. Future explant is indicated, however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. No additional event details have been made available to mentor at this time. If additional event details are made available in the future, then a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on november 24, 2020. The seroma required drainage. The date of implant was clarified to be (B)(6) 2020. Manufacturer¿s reference number: (B)(4).